Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is without stimulation and neither the charger nor the pt programmer will communicate with the ipg. Space was added to no avail. A replacement charger was sent to the pt. F/u identified the replacement charger would not communicate with the ipg.